Event description:
It was reported that the procedure was to treat an acute myocardial infarction case in the distal left anterior descending artery with a 99% stenosis. The lesion was pre-dilated and a non-abbott stent was deployed when a dissection occurred distal to the implanted stent. A 3.0 x 8 mm xience v was advanced to treat the dissection; however, the xience v became stuck in the non-abbott stent and was removed. A non-abbott 4f guiding catheter was advanced into the already placed 6f guiding catheter and the guide wire was changed to a .010" guide wire. The xience v was again advanced but there was strong resistance inside the 4f guiding catheter and the xience v was removed with some resistance. The procedure was completed using a non-abbott balloon to treat the dissection. There was no clinically significant delay in procedure and no adverse patient effects due to the xience v. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, .010 wire. Guide cath: 6f jl3.5, kiwami 4f. Stent: promus element. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.] Additionally, the IFU states: use guiding catheters which have lumen sizes that are suitable to accommodate the stent delivery system. The IFU deviations likely contributed to the reported difficulties.